Manufacturer narrative:
A ge svc rep performed an on site investigation. The connector was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys failed to display the fluoroscopic image, and displayed an error message. The system was rebounded to regain functionality. There is no report of injury or death associated with the event described in this complaint.